Manufacturer narrative:
Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis manifested by abdominal pain and feeling ill. The break in aseptic technique was further described as the patient¿s cat bit a small hole in the line during therapy. The patient stopped therapy and restarted with new supplies and woke up the next morning with stomach pain. The next day the patient was hospitalized for the abdominal pain and feeling ill and was diagnosed with peritonitis. Treatment for the event of peritonitis was not reported; however it was reported that the patient was ¿opened up and cleaned out in the hospital¿. At the time of this report, the patient was still hospitalized and was performing hemodialysis. The patient was recovering from the peritonitis event. No additional information is available.